Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced high blood glucose with the value of 586mg/dl on (B)(6) 2026 due to the infusion set cannula was kinked within 1 day and corrected by injection via multiple daily injections. No further information availablemultiple daily injections.